Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed result of in-progress, and final qc testing were found with acceptable results.

Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of plant¿s investigation.

Event description:
A peritoneal dialysis patient called technical services and stated while she was in the treatment end screens the liberty cycler prompted her to remove the cassette. Patient opened the cassette door and noticed that there was fluid leaking from her cycler down to floor. During follow-up with the patient she stated her effluent had remained clear after the reported event. The set was made available for evaluation. The patient continued continuous cycler-assisted peritoneal dialysis (ccpd) with a replacement cycler without further issue.